Event description:
Carefusion clinical consultant reported during go-live that the user loaded the administration set incorrectly and when the infusion was started, the pump segment ballooned above the pump. It was reported that the user loaded the lower fitment, stretched the pump segment above the pump and closed the door with the upper fitment and part of the pump segment exposed above the pump door. The set was replaced, loaded correctly and the infusion restarted without incident. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned pre customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.